Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead failed to screw into the myocardium many times, was difficult to place and dislocated easily. The lead was removed and replaced. No patient complications have been reported as a result of this event.